Event description:
A malfunction alarm with the code malf 0 was reported by the customer. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer agreed to follow the advised steps, such as utilizing multiple daily injections (mdi) therapy as a backup.